Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02479 addresses the alliance syringe and manufacturer report # 3005099803-2015-02548 addresses the cre balloon. It was reported to boston scientific corporation that an alliance ii inflation syringe and a cre balloon were was used for dilatation of the esophagus on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate and the needle of the syringe was reading inaccurately. It was also noted that the extension tubing from the syringe would not unscrew. The syringe and the balloon were exchanged and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.